Event description:
During review of the in-house programming/diagnostic history database, it was observed that high impedance was observed at initial implant surgery on (B)(6) 2007. There is no available diagnostics showing whether or not the high impedance was resolved during the surgery. Diagnostic history on (B)(6) 2007 shows diagnostics within normal limits. The date that the high impedance was resolved is unknown. Attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Brand name, corrected data: previously submitted MDR indicated that the suspect medical device was the lead; however, this is actually the generator. Type of device, corrected data: previously submitted MDR indicated that the suspect medical device was the lead; however, this is actually the generator. Model #, serial #, lot #, expiration date, corrected data: previously submitted MDR indicated that the suspect medical device was the lead; however, this is actually the generator. Operator of device, corrected data: previously submitted MDR indicated that the patient was the user; however, this should be the medical professional. Device manufacture date, corrected data: previously submitted MDR indicated that the suspect medical device was the lead; however, this is actually the generator. Evaluation codes, conclusions, corrected data: previously submitted MDR indicated that no conclusion can be drawn, however, conclusion should be no device failure.

Event description:
Based on information available about this event, the high impedance observed on the implant date was likely due to incomplete pin insertion into the generator.